Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the stylus was unable to be calibrated and it was attributed to the touch screen being out of specification. It was additionally noted that there were errors in the update history. The touch screen connector was cleaned and reseated and the touch screen parameters reset and the touch screen calibrated, new software was installed and the device cleaned. It then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer has not been received into service. There was no patient involvement. It was further reported that the product was returned to service.